Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just to clarify, was the cartridge bent? Was the cartridge fired? If yes, were any issues noted with firing? Was the metal pan along the bottom of the cartridge separated? What was the product code and lot/batch number for the stapler used with the ecr60b cartridge (ex, ec60, long60a, pse60a, etc)?

Event description:
It was reported that during an unknown procedure, the device is bent. Another like device was used to complete the procedure. There were no adverse consequences for the patient.